Event description:
It was reported that during a coronary stenting treatment procedure, deflation diffculties were encountered. The physician advanced the express2 monorail 4.5 x 12 mm stent/delivery device to the lesion in the circumflex artery. The balloon was inflated up to 14 atm's, and it was confirmed that the stent was well apposed and successfully deployed. The physician was unable to deflate the balloon and could not retrieve it. He tried to inflate the balloon again to 20 atm's to see if it would rupture and refold, but this was unsuccessful. The physician then decided to cut the hypotube to deflate and retrieve the balloon. This attempt was also unsuccessful. Finally, he decided to retrieve the device together with the guide catheter. Following removal, the angiogram confirmed timi 3 flow in the artery. The stent remained successfully apposed. The pt suffered transient ischemia due to the balloon occlusion during the procedure, but there were no other clinical complications. The pt was discharged 48 hours after the intervention with a good clinical outcome.